Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: vis (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5); in-house 0.035" mandrel as found condition: the react-68 catheter was returned for analysis within the inner pouch; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the catheter tip and marker appeared to be broken off and missing from the distal tip. The catheter body was found to be kinked at 10.0cm, 43.0cm and 79.0cm from hub. No damages or irregularities were found with the react 68 hub. Testing/analysis: the total and usable lengths of the react 68 catheter were found within specifications. The catheter was flushed with water and found to be patent. No other anomalies were observed. Conclusion: based on the reported information and the device analysis, the customer¿s report of "catheter crushed" was confirmed as distal tip and marker band were found to be broken off and missing. In addition, the catheter body was also found to be kinked at several locations. However; the root cause and the cause for damages could not be determined. It is possible the damages occurred when the customer attempted to advance the catheter through the vessel against resistance. Possible cause includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to reported issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter was unable to pass the ophthalmic due to crush damage in the distal end which occurred after one pass. The devices were prepared as indicated per the IFU. There was no patient involvement.

Event description:
Medtronic received a report that the catheter was unable to pass the ophthalmic due to crush damage in the distal end which occurred after one pass. The devices were prepared as indicated per the IFU. There was no patient involvement.

Manufacturer narrative:
Correction to initial report. 2.4. PMA/501k: k180715. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.